Event description:
In (B)(6) 2013, the patient had an si joint arthrodesis where three ifuse implants were placed. The patient later complained about pain while sitting and lying down on the surgical side. A different surgeon performed a CT scan that showed that the second implant was ten millimeters too proud and was rubbing against the muscle causing pain. In (B)(6) 2014, the surgeon performed a revision surgery where he removed the implant that was too proud and filled the explant hole with bone graft. He then added a shorter implant in a more anterior position. The patient is doing well and the pain is "greatly reduced and improving" following the procedure.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is improper implant size selection. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7055-90, lot# 8175003938015, manufactured 09/13/2012, expires 2015-10; ifuse implant, p/n 7040-90, lot# 8078003696003, manufactured 06/16/2012, expires 2015-08; ifuse implant, p/n 7040-90, lot# 148822, manufactured 11/30/2012, expires 2017-11.